Event description:
It was reported that prior to a surgical procedure at the user facility, the saw ran continuously without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The printed circuit board (flex assembly) within the motor was found to be damaged, which is a probable cause of the device running without user activation.